Event description:
The customer reports that a few hours after the start of the drainage, the nurse reported perforation of the tubing which leads to the secondary chamber at the level of the spring which maintains tubing rigidity. The tube leading to the principal chamber also damaged. No clinical consequence reported.

Manufacturer narrative:
The device sample is available and requested for eval. Sample not received at the time of this report. The result of the investigation are not available at the time of this report.